Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Other implants are referenced in this complaint, however, it is believed that this bone screw (cat# 48674014) is the most likely to be involved in the incident. Investigation is pending, once it is completed, reportability of the other implants will be re-evaluated.

Event description:
On (B)(6), 2010, the primary surgery (anterior cervical fusion) was performed from c4-c5-c6. On (B)(6), 2010, it was found that a screw at c5 was backing out about 2mm. On (B)(6), 2010, the revision surgery was performed to remove the screw that was backing out. The lot # of the product in question (cat# 48674014: fixed angle bone screw diam 4.0 x 14mm) is unk, however, it is either lot# dfy or lot# jag. Other implants used in this surgery are 'cat# 48694014, lot# ur6, quantity4' and 'cat# 18651230, lot# 09e510, quantity1'. The pt info and the x-rays have been requested to the.